Manufacturer narrative:
Pt information not provided due to (B)(6) patient privacy regulations. A medtronic representative inspected the imaging system on-site and was able to resolve the issue by rebooting the imaging system. No further issues were reported. No parts were returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that during pre-op for a deep brain stimulation (dbs) case, after restarting the imaging system after micro recording, the pendant displayed "error initializing collimator". The imaging system was rebooted and the issue was resolved. There was no delay to the case an no impact on patient outcome. The case was completed successfully.

Manufacturer narrative:
Correction: the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The suspect collimator has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
Correction: the power enclosure board was received by the manufacturer for evaluation, not the collimator as previously indicated. The logs for the imaging system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
The enclosure power conversion was returned to the manufacturer for analysis. Analysis found that the enclosure power conversion failed bench testing. Visual inspection confirmed electrical overstress. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.